Event description:
Impedance readings of >4000 ohms on some of the bipolar pairs was reported: 690 ohms, 690 ohms, 690 ohms, >4k, >4k, >4k, >4k, port was plugged. Additional information received reported that the issue did not occur intra-operatively. The programming attempt was unsuccessful. Impedance readings were out of range on 1 lead on (B)(6) 2011. No malfunctions were seen. The lead was replaced on (B)(6) 2011.

Manufacturer narrative:
(B)(4).